Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could net be performed. The most probable root cause classification of anticipated procedural complications. (B)(4). Product unavailable for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05303 and 2134265-2009-05401. The patient was enrolled in (B)(6) 2007. A type ii lesion was identified in the right carotid artery. The target vessel reference diameter was 6.0mm. The lesion length was 13mm and 80% stenosis measured by nascet. The target vessel was moderately tortuous without calcium present. Thrombus, ulceration, dissection and pseudo-aneurysm was not present. A filterwire ex cerebral protection was used during the procedure. A carotid wallstent monorail with a diameter of 9.0mm and the length of 30mm was successfully placed at the intended site. Pta was performed with a maverick balloon catheter. Atropine 1.0mg was administered during the procedure. Residual stenosis was estimated at 0-29%. Post-procedure, the subject was asymptomatic. The wallstent was found to be patent with a residual stenosis of 10%. Transient ischemic attack (tia) was observed during the procedure and resolved without residual effects. One month follow up assessment performed in (B)(6) 2007 the patient was asymptomatic with a normal neurological examination. The stent was patent with a 15% residual stenosis. Six month follow up assessment in (B)(6) 2007 and 12 month follow up assessment in (B)(6) 2008 the patient was asymptomatic with normal neurological evaluations and continued patency of the wallstent.